Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device alarmed "channel error" and the user noted a balloon in the silicone segment.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of ballooning in the silicone segment was confirmed. Visual inspection of the set noted that the top portion of the silicone pump segment had been weakened, consistent with ballooning effects. The weakened area was located just below the engagement between the upper fitment and the silicone pump segment. Functional testing was performed and pressure testing replicated the balloon. The root cause of this event could not be identified.